Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's casing around their insulin pump was damaged. Customer stated the casing was beginning to break apart around the insulin vial. The customer stated they did not damage their insulin pump in any way. Customer stated this is the second time damage had occurred to their insulin pump. The customer's blood glucose was unknown. No additional information provided.